Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to extra cardiac stimulation by their left ventricular (lv) lead. After examination of the lead, it was noted that the stimulation was a patient feeling and there was no evidence of stimulation during testing. However, physician capped and replaced the lead on (B)(6) 2021. The patient was stable before, during and after the procedure.